Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that morning the patient is tentatively scheduled for lead revision on wednesday, november 13 but the office is struggling to get authorization. The patient has a medicare replacement plan that has denied the surgery twice even with appropriate documentation from physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that as far as the doctor could determine, the fall was the cause of all 4 electrode readings being abnormal and greater than 4000. The rep reported that the cause of the patient no longer feeling sensation was the result of the lead becoming completely dislodged from the foramen. The rep reported the fall's effect on the implant was determined and it caused an abnormal impedance, lead dislodgment, and no symptom relief. In an effort to resolve these issues, the doctor is planning a lead revision. The issue has not yet been resolved. The rep was waiting to receive the surgery date.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 serial#(B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a manufacturer representative (rep). The rep reported, that the lead was removed and replaced on (B)(6) 2024. Patient had a known fall and the health care provider (hcp) did not want to send in the device. New lead working well with normal impedance.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2qsj0, implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2qsj0. Implanted: (B)(6) 2023. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2qsj0, ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient seen today in clinic for return of baseline symptoms of urinary incontinence. Patient stated they had several falls since implant and since their last appointment their symptoms had worsened and no longer felt sensation. Impedance check was done today and all 4 electrode readings were abnormal and greater than 4000. The arnp ordered an ap/lateral xray of the patients ins lead and the xray showed the lead has completely dislodged. Arnp is waiting to discuss results with md to determine next step but lead revision likely.